Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) was confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was isolated to a shorted c1 capacitor and open l1 inductor on the computer/analog pca. The root cause for the shorted c1 capacitor and l1 conductor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor that was returned for normal maintenance, a reportable device malfunction was found. The monitor was displaying a service code 110 (over voltage cleared no energy) and failed incoming functionality testing.